Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The field service engineer (fse) replaced the helium tubing and o-ring. The fse then performed full functional verification. The iabp passed all testing. The iabp was then released back into clinical use.

Event description:
During a scheduled preventive maintenance (pm), a getinge field service engineer (fse) discovered that helium was leaking from the cart. No patient was involved. No death or injury was reported.